Manufacturer narrative:
Device received with no button response due to problem isolated to the keypad assembly. Unable to perform displacement test and self test due to no button response. Unable to verify pump error 37, pump error 28, pump error 3 and pump error 4 alarm noted due to no button response.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms. The troubleshooting was performed. The customer was able to clear the alarm. The customer was assisted with rewinding the insulin pump and the pump error occurred during rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.